Event description:
Download data from a (B)(6) female pt revealed multiple discharge profile faults, charge profile faults, and service code 102. Zoll customer support contacted the pt and issued her a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (discharge/charge profile faults, code 102) was confirmed. Upon investigation, resistor r45 was blown on the monitor's computer/analog (ca) board. The cause for the blown resistor is a detached high-voltage capacitor (c20) on the defibrillator board. Both leads of the c20 capacitor were broken off from the board. The root cause of the broken leads is likely mechanical shock from physical impact. No adverse event resulted from the damaged c20 capacitor. The pt received a replacement monitor.